Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had been off for several months. The customer connected the pump to a power source however, the pump was unable to be turned on. There was no patient involvement as the customer was not using the pump for therapy at the time of the event. It was indicated that the customer would continue using manual injections as insulin therapy until the replacement pump was received.